Manufacturer narrative:
The patient stated that they will not use cold insulin from now on.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they were feeling nauseated and not well and when they checked their blood glucose (bg) it was 470mg/dl. The patient corrected with the pump and the bg went down to 393mg/dl. The patient stated that they looked at their cartridge and found a lot of air bubbles. The patient stated that they felt that is the reason that their bg was high. Customer support (cs) advised the patient that using cold insulin can and will cause air bubbles. The patient stated that they will use cold insulin from now on. This report is being made due to the hyperglycemic event the patient experienced that resulted from using cold insulin.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient used cold insulin in the cartridge).